Manufacturer narrative:
The patient¿s weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 8 months. The pump remains in use supporting the patient. A portion of the percutaneous lead (lead) was received for investigation. Through the investigation, the cause of the captured log file events could not be conclusively determined. A section of lead, approximately 13.5" long, was returned for evaluation following the distal lead replacement. Examination noted breakdown of the braided shield 2"-4" from the metal connector along with a kink approximately 10" from the connector. The observed kink appeared to be the area of interest noted on the submitted x-rays. Electrical continuity testing of the wires found no discontinuities or shorts. Visual inspection of the wires found no evidence of damage or wear to any of the insulation. The lead was submerged in a saline bath for high-potential testing in order to check for current leakage through each wire''s insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The submitted log file contained approximately 35 days of data, beginning on (B)(6) 2016. On (B)(6) 2016, two series of low speed and pump stoppage events were captured while the system was operating on the power module. Based on previous complaint experience, these events appeared consistent with a potential lead issue. Although the reported low speed and pump stop events were confirmed within the submitted log file, the cause could not be determined through evaluation of the returned portion of the lead. Post-lead repair, the patient was placed back on a grounded patient cable. No further alarms or pump stoppages occurred. The patient remains ongoing on lvad support. No further issues have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. Log file analysis performed by a presentative of the manufacturer¿s technical services team and revealed that on (B)(6) 2016, there were multiple pump stoppage events. X-ray images of the percutaneous lead submitted for review displayed a suspect area of possible wire fracture approximately 12 inches from the distal end bend relief. On (B)(6) 2016, the manufacturer¿s technical services performed a percutaneous lead (driveline) evaluation. A wire phase interrupter test of the percutaneous lead found no broken wires. A percutaneous lead (driveline) replacement was performed, and post-replacement all tests passed. The patient was asymptomatic. No additional issues were reported.